Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR-2916596-2023-07758. Covers controller exchange occurring after this event no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that damage to the white power cable was noted that was repaired with rescue tape on (B)(6) 2023. A kink was noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system controller¿s white power lead was confirmed via review of the submitted photo. Visual inspection of the submitted photo revealed that the system controller¿s white power lead had multiple tears in the outer jacket that were exposing the underlying shielding. Per the provided information, the damage was repaired by applying rescue tape to the cable. The system controller was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The product was shipped to the customer on 22mar2023. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller power cables. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.